Event description:
It was reported that the patient had undergone a sling procedure during 2001. Patient had started to complain of urinary frequency and dysuria. Cystoscopy revealed tape visible in the urethra with apparent erosion on the posterior mid urethra and in the bladder with entry and exit points at 2 and 12 o'clock. Physician cut the tap cystoscopically but it would not retract so he performed a laparotomy and cystotomy. The tape was removed from the bladder and the rents reparied. The tape was then removed from the urethra and the urethra repaired. The patient is recovering.